Manufacturer narrative:
Concomitant medical products: product ID: 5076-58, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing and the right ventricular (rv) lead exhibited t-wave oversensing (twos). The leads remain in use. No patient complications have been reported as a result of this event.